Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead was oversensing noise. No intervention was planned or performed. The patient was stable throughout the event.